Manufacturer narrative:
(B)(4). Date sent: 08/06/2021 d4: batch # u5e769 this is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows three halves of linear cutter devices, two halves are of anvil area and a half is channel area. The half of channel area shows a reload loaded and it appears to be fully fired. Other reload on the table was observed and the swing tab is in locked position. The second photo shows a label on the box of product code tlc75, lot # u40p67, exp. Date: 2025-09-30. The third photo shows a half device of anvil area with no apparent damage. Based on the photos the event describe cannot be confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 7 drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The reload was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details of device malfunction? Did the reload lock out and would not work? Did the reload begin to staple and cut, but then jammed? Did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal?

Event description:
It was reported that during a colectomy, the tlc75 stapler failed to staple the tissue, locking it in such a way that stapling was not possible, requiring replacement during the procedure. There was no delay to the procedure, no fragments generated, and the procedure was successfully completed with no patient consequences.